Manufacturer narrative:
Result: damaged motion interrupt pan.

Event description:
It was reported by svc report that the motion interrupt pan was missing two screws. No pt involvement or adverse consequences were reported.